Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm long were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f66 alarm was identified when the device was turned on and in the alarm logs. The cause of the condition was a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f66 alarm (supply voltage of cpu circuitry is too high). This occurred when the device was turned on. There was no patient involvement. No additional information is available.